Event description:
The customer reported that the pt was positioned head first supine for a normal spine study. After the examination reddening of the skin was observed with 3 black spots (0.5cmx0.5cm) located along a line.

Manufacturer narrative:
(B)(4). Based on the provided info and the known causes of heating incidents the cause of the black spots is expected to be related to the silk lining within the clothing. The fact that no ventilation was used is expected to have contributed to the incident. The instructions for use indicating the appropriate clothing to be worn when undergoing an MRI scan.